Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is related to (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. According to the reporter via user report, on (B)(6) 2025, the patient experienced a hyperglycemic event while wearing a dexcom sensor. Dexcom was informed of this event via an user report. The user report mentioned that the reporter had identified additional products with similar defects. The reporter stated that during the incidents patients were treated at the hospital for diabetic ketoacidosis, and that these patients were dexcom g7 users. No further information was reported regarding these events. It was unknown how many patients the reporter is referring to, and what specific cgm malfunction occurred during those events. There was no documentation of further medical evaluation or intervention. No other details were documented, and attempts to obtain more information from the reporter were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available. This report is related to (B)(4).